Event description:
It was reported to philips that intermittently the cine foot switch did not work. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wired footswitch does not work. Upon functional analysis, fse identified that wired footswitch does not work, during troubleshoot fse identified the cause of the problem due to mechanical issue. To resolve the issue fse (field service engineer) replaced wired footswitch. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.